Event description:
The advocate stated that she tested the customer's blood glucose using his elite and her ultra meter. The elite read 155 mg/dl, while the other meter 400 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have control solution or a check strip, so troubleshooting was not possible. A new contour meter kit was sent to the customer. No product will be returned for evaluation.